Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment and battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: there was no evidence of physical damage found to the battery compartment or battery compartment threads. The returned battery cap was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.